Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. Visual, x-ray, and electrical examination of the lead did not find any anomalies.

Manufacturer narrative:
Correction ¿ d6a should have been (B)(6) 2021 and d6b should have been (B)(6) 2021 not blank.

Event description:
It was reported that the patient presented for an implant procedure. After the procedure, it was observed that the right ventricular (rv) lead exhibited high defibrillation impedance. The rv lead was explanted and replaced. The patient was stable throughout.